Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device revealed that there was an 1cm tear in the balloon at the distal end of the balloon into the tip with the wire lumen buckled up at the end of the tear. There was no damage to the distal markerband. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 5.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 5.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.